Manufacturer narrative:
The nova flex+ delivery system was returned for evaluation. During visual inspection, the flush tube with the stopcock was returned separated from the handle; no break in the flush tube material and adhesive appeared to be present on the outside of the flush tubing bond site. No other abnormalities were observed. No functional testing could be performed due to the condition of the returned device (flush tube separated from handle. No dimensional testing was needed as visual inspection confirmed the separated tube. The separation of flush tube was confirmed. Separation of the flush tube appears to be due to bond failure at the connection to the handle. A manufacturing defect was confirmed on the returned sample. This type of failure was previously investigated and addressed through a CAPA. The unit reported in this event was manufactured prior to the implementation of corrective actions. Method: visual examination. Manufacturing review. Manufacturing conclusion: manufacturing deficiency.

Event description:
Prior to a transfemoral procedure, during flushing of the loader through the sideport tubing on the delivery system handle, fluid was coming out of the flush tubing and there was visible fluid accumulating in the delivery system handle. A second 29mm delivery system was prepared and used to deploy the valve. The delivery system was returned with the flush tube separated. As reported, the delivery system was fully intact upon return of the device.

Manufacturer narrative:
Investigation is ongoing.